Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the flexi-cut balloon ruptured at 3 atm at the first inflation. Another flexi-cut was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon ruptures may occur due to, but not limited to, manufacturing issues, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with patient anatomy or interaction with associative devices. In this instance, it was reported that the target lesion had mild calcification with 90% stenosis which may have contributed to the rupture. Since the device was able to be prepared for use, the rupture appears to be related to the circumstances during the procedure; however, without the device to analyze a root cause for the reported balloon rupture could not be determined.